Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited low out of range pacing lead impedance, less than 200 ohms. A technical service (t/s) consultant reviewed the device data, advising that the pacing lead impedance measurements have been decreasing over the past years, from 700 ohms at implant to 200 ohms. T/s recommended lead integrity testing in the near future. The device remains implanted. No adverse patient effects were reported.